Event description:
It was reported that a patient had a stroke following her vns implantation. It was further noted that the device was eventually turned on and that the patient is improving from the stroke. Device history records were reviewed for the implanted devices and both the lead and generator were sterilized and passed all quality inspections prior to distribution. No further relevant information has been received to date.